Event description:
It was reported that a patient alarm was triggered. The detection was changed from bipolar to tip to coil. Approximately four months later another alarm was triggered for high impedance and high thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.